Event description:
The customer reported via phone call that they had a motor error alarm on the insulin pump. Customer's blood glucose was 189 mg/dl. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime and excessive no delivery alarm test. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with minor scratches on the display window and cracked reservoir tube lip.